Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight within specifications, crease fold, deformation, wear abrasion. Cloudy gel and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown, rupture, calcification and cyst. Device was explanted.